Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had no delivery alarm. The customer¿s blood glucose level was 263 mg/dl. Customer stated that the insulin pump received several no delivery alarm. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
No motor error alarm, low reservoir or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.